Event description:
This pt had an overtube through which an endoscope was inserted: for band placement in an attempt to ligate varices. At the end of the procedure the overtube was withdrawn and the upper phlange section of the tube separated from the distal tube portion. This tube quickly migrated down the gastric system. It was eventually removed via a gastric snare.